Manufacturer narrative:
No product was returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. The customer was able to load a new cartridge successfully.